Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has partial display. It was also mentioned that the screen is coming up a bit fuzzy, showing grey bars on it. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to cracked lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and selftest.